Event description:
Hill-rom received a report from the account stating the power cord was cut. The bed was located in the basement at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the power cord had exposed bare wires. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the issue. Based on this see scanned page.